Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received.

Event description:
A consumer reported that her husband received a second degree burn on his hand from hot water that leaked out of the humidifier. It was alleged that the unit began leaking, and the husband moved the unit while it was filled with water at the time that the incident occurred, and the patient received medical treatment at an emergency room. The instructions for proper use of the product has a clear warning which states, "never tilt or attempt to move the humidifier while it is operating or filled with water." Kaz USA, inc. Has requested that the product be returned to our company for testing.